Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements, high but not out-of-range pacing impedance measurements and high threshold measurements on the right ventricular (rv) lead. Surgical intervention was performed and the rv lead was capped while the device remains in service. No additional adverse patient effects were reported.